Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the front right caster is up in the air, will not sit level.